Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a failed battery alarm. They declined to troubleshoot for the failed battery alarm. They also received a lost sensor alarm. The customer's blood glucose level was unknown. The device will not be returned for analysis.